Manufacturer narrative:
There were signes of impingement which may have increased the amount of liner polyethylene wear (due to altered loading conditions) and could also have contributed to mechanical loosening. Relative motion between the stem and femur would generate third body debris that could have contributed to the abrasive third body wear.

Event description:
It was reported that revision surgery was performed due to loosening.